Event description:
Customer reported a malfunction on the pump, with several occurrences of the same issue identified on the device. There was no adverse impact to the customer's blood glucose level, remaining within the normal range. Technical support decided to replace the pump and instructed the customer to register and complete training for the new pump through their tandem account. The customer acknowledged understanding the steps needed upon receiving the replacement, including returning the faulty pump using a provided return box and pre-paid label within the allotted time frame.